Event description:
It was reported to nova biomedical by the consumer's spouse that the consumer received high readings all morning and administered an unk amount of insulin based on the high readings. The consumer subsequently experienced a hypoglycemic event which did not require any medical intervention. The consumer ate an orange and a pop-tart to bring his blood sugar levels up. The test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.